Manufacturer narrative:
The trilogy evo solenoid and proportional valves that were replaced were sent to the product investigation lab (pil) for investigation of the reported component failure of the active exhalation module verification test. Visual inspection found no issues. Pil performed post test on the pil trilogy evo multifunction test station for both valves and the devices passed the tests. Pil was unable to confirm the complaints of the trilogy evo proportional and solenoid valves. Pil concluded the components operate properly. The coding has been updated to reflect the pil findings.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed calibration during device servicing. There was no patient involvement, and no harm or injury reported. The ventilator failure to calibrate indicate a failure of the active exhalation module. The device's 3-way solenoid and proportional valves were replaced to address the issue.